Event description:
Triple lumen PICC inserted. Guidewire inserted and when the sheath was removed it was noted that the guidewire had several bends in the wire. Inserting rn had difficult time withdrawing needle off of the guidewire due to this bending. Post insertion, stylet was noted to have a kink/bend near the end which was not present prior to insertion. There were no insertion complications or harm to the patient. FDA safety report ID# (B)(4).